Event description:
The customer reports during unspecified procedures using a 26fr. Resection sheath, the tip of the sheath broke inside the patient. The shards fell inside the patient, but the physician was able to retrieve all the shards. After the issue, the physician was able to complete the procedure with a similar item without any further issues. This has occurred on three occasions. Case with patient identifier (B)(6) reports occurrence 1 of 3. Case with patient identifier (B)(6) reports occurrence 2 of 3. Case with patient identifier (B)(6) reports occurrence 3 of 3.